Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported on (B)(6) 2015 the patient had a pump refill. There was redness around the pump area. On (B)(6) 2015 the patient was taken to the emergency room (ER) and had a staph infection. The patient's managing healthcare provider (hcp) was called to the hospital to check on the patient however never came. The managing hcp was not available until (B)(6) 2015 and the it was indicated that another hcp should be contacted. The pump was removed. The infection was reported to be associated with the implant.

Manufacturer narrative:
The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018. It was reported the patient developed an infection within one month of the pump implant ((B)(4) 2015) and developed both a (B)(6) infection and a (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.